Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 476 mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had a motor error alarm. The customer reported that they were unable to complete insulin pump rewind. The customer reported that the drive support cap appeared normal. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.